Manufacturer narrative:
Date sent to the FDA: 01/10/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) /2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted the patient had multiple defects throughout the area from prior herniorrhaphy with the small bowel incarcerated within one of the defect on the right lower aspect of her abdominal wall. Extensive adhesions lysis was required to clear the abdominal wall. It was reported that the patient experienced an unknown event. No additional information was provided.